Manufacturer narrative:
H3: no logs or exams available. There is insufficient information to determine whether a software anomaly contributed to the reported behavior. H6: fdm 4114, fdr 3221. Fdc 4315. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Other relevant device(s) are: product ID: 9735585, serial/lot #: (B)(4). A medtronic representative went to the site to test the equipment. The hardware, software, and instruments passed the system checkout. The system was found to be fully functional. Software analysis pending. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system that was used outside of procedure. It was reported that the user is complaining of "issues with accuracy". No further details provided. Site requesting system checkout. No patient involved. It as reported that there¿s no specific case when the inaccuracies of the stealth occurred. The inaccuracies per site took place around a month ago but they could not provide a patient/case on when it happened. Additional information received. It was reported that the site is having some issues with the instruments not easily verifying during registration and they noticed some inaccuracies after registration. Manufacturer representative checked their probes and reference frames and didn¿t have any issues verifying. It sounds like site did not get a good registration in a few cases and accuracy was off. Manufacturer representative reported "I didn¿t have any accuracy issues during checkout. Everything checked out good. They couldn¿t tell me a specific case they were having issues in, supposedly the issue occurred back in september but there¿s no name for me to pull logs from."